Event description:
We received an allegation of questionable ise results for 2 patients' serum/plasma samples tested on a cobas pro ise analytical unit (pro 1) when compared to a different cobas pro analytical unit (pro 2). Results for the sodium (na) test were affected. Sample 1 (patient 1): initial result: 155.6 mmol/l. Repeat result: 140.8 mmol/l (tested on pro 2). Sample 2 (patient 2): initial result: 157.0 mmol/l. Repeat result: 141.2 mmol/l (tested on pro 2). No questionable results were reported outside the laboratory as the initial results did not match the patients' history. The samples were then repeated.

Manufacturer narrative:
The na electrode lot number was awp91. The field service engineer found a problem with the vacuum nozzle. He replaced the vacuum nozzle. The service actions (replacing the vacuum nozzle) resolved the issue. The investigation determined that the issue found by the fse was the root cause of the event.